Manufacturer narrative:
The device was tested by dräger service and a video displaying the error code was provided. During the device test no malfunction could be detected. The reported error code indicates a temporary deviation on the cpu pcb. It occurred once during operation and has been corrected by restarting the device. Therefore, we conclude that the root cause for the deviation was a temporary electrical or electromagnetic effect above the immunity level according to iec 60601-1-2 applicable at the time of manufacture. The device reacted as specified by posting a visual and audible alarm, stopping the ventilation and opening the airway system to allow spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device uses a pyrolytic cleaning procedure in case deposits are affecting the measurement of the platinum flow sensor measuring wires. This is the normal operating principle and does not represent a malfunction. During the pyrolytic cleaning an increased current is used to clean the measuring wires which leads to a shortly visible thermal glow. Furthermore, pyrolytic cleaning is performed during every calibration cycle of the sensor. One of these effects was most probably observed by the customer. The reported event was not related to this cleaning procedure and an ongoing ventilation is not affected by this.

Event description:
It was reported that the heat wire of the flow sensor intermittently emitted light and the malfunction alarm 823 occurred during ventilation of a patient. No injury was reported.